Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Noticed a crack in plastic on the femoral adapter torque wrench during routine check.

Manufacturer narrative:
Additional narrative: examination of the returned device. The root cause is attributed to product design found the black plastic protective cap disassembled and broken into two pieces. The broken cap was likely the reason the cap to disassembled.. (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The current complaint sample product was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.